Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that no steps were taken to resolve the issue. It did not duplicate the problem. The issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s battery in their chest was hot. It had happened momentarily and then dissipated. That had occurred about 30 min ago when they were getting out of the car and pushed the door open with their cane. It was the only strenuous movement they did. The patient stated he was getting a call back from their doctor and dropped off the line to discuss it with them. There were no further complications reported.